Manufacturer narrative:
(D10): concomitant device(s): 300-30-06 equinoxe preserve stem 6mm 320-10-00 equinoxe reverse tray adapter plate tray +0 320-31-36 glenosphere, 36mm 320-35-01 small glenoid plate 320-36-00 36mm humeral liner +0 unconstrained.

Event description:
Approximately 31 year, 4 months, and 18 days post-operative of a right rtsa, it was reported via clinical study that the patient experienced instability / subluxation. Patient reached for an item and heard 'popping'. The patient underwent a standard reverse with preserve stem revision with the removal of the humeral liner and glenosphere. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6 MDR section codes updated/corrected: b, c, d, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.